Manufacturer narrative:
The complaint allegation was confirmed. The reported failure was recreated. One unpackaged abs-10060r serial/batch number (B)(6) was received for evaluation. A visual inspection revealed scratches, marks, and scuffs around the housing. The returned device was connected to a power source and tested under normal use conditions to reproduce the reported issue(s). It was noted that the screen remained white and displayed no commands, with no reaction even when the buttons were tested. The most likely cause of the reported failure is a hardware issue due to wear and tear, as the device was manufactured 8 years ago, in 2017. Refer to investigation photos and video.

Event description:
On 01/13/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuges screen would not power on. This occurred during a case, and the case was not completed as the centrifuge wouldn't work.